Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called back to add that the sensor glucose reading was 49 mg/dl, but her blood glucose reading was 114 mg/dl.

Manufacturer narrative:
The insulin pump was received with intermittent button response on all buttons due flattened and creased button dome switch. No unlocked lcd keypad connector during our visual inspection. The insulin pump had cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the esc button was not working. The customer's blood glucose was 114 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.